Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a band ligation procedure performed on (B)(6) 2022. During the procedure, it was observed that "the bands were sticky together." It was reported that the bands were still remained in the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name): (B)(6). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block e1 (initial reporter facility name): (b)(6 hospital. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that some bands were overlapped. The handle had trip wire secured. The suture had seven knots and in the distal side of the suture was cut. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved. This suggests that the device could not deploy. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head. These conditions could have been generated due to the manipulation of the device during preparation, some techniques performed, or even anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused that some bands to overlap with each other, and consequently, damaging/bending the ligator head teeth. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a band ligation procedure performed on (B)(6) 2022. During the procedure, it was observed that "the bands were sticky together." It was reported that the bands were still remained in the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.